Event description:
Arthrex filpcutter from the quadlink implant system ref ar_1288qis-100 lot#15280763 exp 2028-05-31. During the drilling of the acl revision tunnel, the tip of the flipcutter broke off and had to be fish out and recovered all of the missing tip. Arthrex rep (B)(4) is aware of the event and said will also report it. Type of event: device failure lot no: 15280763.